Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported issue as the device was found to under infuse by 7.18%. The pressure plate setup was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered an incorrect volume during therapy. A 500ml bolus was being delivered but when it completed there was still 115ml left in the bag. When the pump was reset and finished the 500ml bag it showed 615ml delivered. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.